Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was no live image on the evis exera iii video system center. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found e302 error due to internal buffer, indicating it is full of image data that has not been transferred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.